Manufacturer narrative:
Additional information provided confirmed the patient had no vessel tortuosity, mild vessel calcification and the minimum access vessel diameter was 6.5mm. The esheath and associated photographs were turned to edwards lifesciences for evaluation. Based on the photograph, engineering was able to confirm the sheath distal tip was torn after the sheath had been used in the procedure. The esheath was visually inspected for any abnormalities. The distal tip was observed to have torn radially. The axial score line was present on both the tip ID and the tip od. Stretched material was observed along the radial score path. Heavy scratches were observed along the distal end of sheath shaft. The liner was observed to have expanded as designed. Due to the condition of the returned device (fully expanded, tip torn), no relevant dimensional or functional testing or measurements were able to be performed. The complaint for ¿sheath distal tip, torn¿ was confirmed. As reported, the patient had mild calcification in the access vessel. Of note, there were significant scratches on the distal end of the sheath, which supports that the sheath was impacted by the calcification in the patient anatomy. As such, it is possible that the calcification contributed to the observed tip damage. However, a review of the complaint history for ¿sheath distal tip, torn¿ revealed that radial distal tip tearing was previously investigated as a part of a CAPA. The results of the CAPA investigation pointed to insufficient scoring at the distal tip as the root cause for radial tip tearing. Although the axial score line was present on both the ID and the od, the stretched material along the radial score path indicates that there was likely insufficient radial scoring. This is further supported by the account provided in the complaint description, where ¿just before the valve exited the sheath, resistance was encountered. Then with a sudden jerk, the valve exited the e-sheath.¿ the resistance experienced at the tip would have occurred if the tip had not been properly scored. As such, it is likely that a manufacturing non-conformance (insufficient scoring of the distal tip) contributed to the complaint event. Available information suggests that a manufacturing non-conformance may have contributed to the event. No labeling or IFU inadequacies were identified. A review of the complaint history for the month of march 2017 revealed that the occurrence rates did not exceed the control limits for the failure mode. Awareness training for this issue was performed after the device was manufactured. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Additional information was requested but was not forthcoming. The expandable sheath was discarded and not returned to edwards lifesciences for evaluation. Without the device return, functional testing and dimensional analysis were unable to be completed. Photographs of the device, however, were made available and were able to confirm the event. Review of lot and DHR history were performed and did not reveal any manufacturing issues that could have contributed to this complaint. During the manufacturing process, the esheath undergoes multiple 100% inspections. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint for ¿sheath distal tip ¿ torn.¿ although the device was not returned for evaluation, based upon the photographs returned with the case file, engineering was able to confirm the complaint for ¿sheath distal tip - torn¿. Due to the unavailability of the relevant device, engineering could not determine whether the vertical score on the hdpe of the sheath tip was present on the complaint device and whether the ID scoring was sufficient/proper. As a result, a manufacturing non-conformance was unable to be confirmed. Review of complaint history revealed that esheath radial distal tip tearing was previously investigated as part of a CAPA. Engineering studies confirmed that incomplete/improper scoring at the distal tip can result in radial tears comparable to the photographs provided. However, a review of manufacturing mitigations supported that the esheath has proper inspections in place to detect issues related to the reported event. Additionally, although the cer does not provide any information regarding access vessel calcification and tortuousity, it is possible that calcification was present in the access vessels of this patient which might have restricted the luminal space available for sheath expansion during delivery system advancement/withdrawal and contributed to the distal tip tear. Based on available information, a definite root cause was unable to be determined at this time. No manufacturing or IFU/labeling inadequacies were identified. Due to the high criticality level for this failure mode, a pra was previously initiated for risk assessment, and a CAPA was previously initiated to carry out corrective and preventative action activities. Review of complaint history for march 2017 revealed that the occurrence rate did not exceed the control limits for the failure mode. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the european edwards affiliate, during a transfemoral tavr procedure in the aortic position, as the commander delivery system and valve was pushed through the esheath, resistance was encountered before the valve exited the sheath. It was reported that ¿with a sudden jerk, the valve exited the esheath¿. The procedure continued and the valve was successfully implanted. After the esheath was removed, it was seen that the tip of the esheath tore and a piece of the sheath tip almost separated. No patient injury occurred. .